Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that system wireless footswitch was not working. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that there was problem with the footswitch. During troubleshooting, the fse tried to pair the footswitch with the base station, but it failed. Per the information collected, the battery was red, even after charging for overnight and the wi-fi signal was off. The fse identified issue with wireless footswitch charger, so the wfs was not charging, and connection failed with base station. The issue was resolved by replacing the wireless footswitch, base station and wfs charger in the subsequent case through the fsca 2021-igt-pun-011/medical device correction z-0649-2022 which was implemented by philips for connection issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.